Event description:
During an arthroscopy of the right shoulder, the radio abliter probe - stryker endoscopy serf-lat 3.5mm ref 278-520-350 - emitted a sudden flash of light and the scope went black. Upon removal of the scope from the shoulder it was determined that the lens had been damaged.